Event description:
Dealer called in and stated that allegedly the front right side caster fell off. Dealer stated upon review it appeared the screws were missing along with caster bearings. Dealer stated caster itself was usable but needed hardware. Ordered replacement hardware. The reporter of event was contacted for additonal detail and to date, no further information has been received. No injury

Manufacturer narrative:
(B)(4).

Event description:
Dealer called in and stated that allegedly the front right side caster fell off. Dealer stated upon review it appeared the screws were missing along with caster bearings. Dealer stated caster itself was usable but needed hardware. Ordered replacement hardware. The reporter of event was contacted for additonal detail and to date, no further information has been received. No injury